Event description:
It was reported the patient¿s pump was explanted four years ago due to an infection. The pump began to protrude more. The pump was awkwardly placed. It was put in the front and ¿stuck out very badly¿ and so clothing and¿ just about anything bothered it.¿ the patient had lost some weight and wasn¿t sure if that affected it. A corner of it was always ¿poking" and kept ¿bothering or hurting¿ and it became infected. It was believed that was where the infection started. When the patient had the pump she wasn¿t on any medication but was now back on medication ¿to tolerate the pain level.¿ the pump was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).